Event description:
The patient developed an infection at the implantable pulse generator (ipg) and lead extension sub clavicular site, there were signs of redness and swelling. The patient was prescribed oral antibiotics. The patient was admitted to the hospital three days later and underwent an explant procedure in which the two lead extensions and the ipg were removed due to the infection. During the explant of the ipg a significant build up of blood, not pus like fluid, was visible. Cultures were taken however the results are unknown. It is believed that the infection was procedure and technique related. The patient was discharged following the explant, and will continue on a course of antibiotics until the infection clears. The devices will not be returned for analysis as they were retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: n/a, upn: (B)(4), model: nm-3138-55, serial: (B)(6), batch: (B)(6).